Manufacturer narrative:
G4: 08apr2020; b4: 09apr2020. H11: b5: correction to the customer reported problem: the customer reported that the v60 stopped providing ventilation and the display froze up with no alarms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05apr2020; b4: 06apr2020. H10: b1 and h1 updated: per the biomedical engineer the patient was switched over to another ventilator. The biomedical engineer replaced the central processing unit (cpu) and the device passed a performance verification. There's no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported that the when the patient was attempting to trigger a breath the unit did not provide a breath. The customer contacted product support for trouble shooting assistance. The product support advised customer to perform full performance verification test (pvt) to help diagnose the problem. The customer reported that the unit was in use on patient but there was no patient harm reported.